Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient felt pain and discomfort at the implantable pulse generator (ipg) site. The patient underwent an explant procedure and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078678/7078667.